Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 500 mg/dl. Customer experienced nausea, vomiting, dehydration and treated themselves with a manual injection. Customer's friend advised the patient was very deaf and the patient's son was on their way to the hospital. Customer's friend was advised to have patient's son call back to document hospitalization details.